Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and was only capturing at maximum output. The lead was surgically abandoned. No additional adverse patient effects were reported.